Manufacturer narrative:
It was reported that, following an unspecified procedure, a patient was noted to have experienced a "pressure sore" to an unspecified part of the body. No description of the pressure sore, medical intervention, or follow-up care was reported to the manufacturer. At this time, no sample has been returned to the manufacturer for evaluation. A root cause was unable to be determined. Due to the reported incident, and in abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a "pressure sore."